Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported the mobile power unit began to alarm. The ac power cord would not hold a connection. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced a continuous no external power alarm while being supported by the mobile power unit (mpu). The patient detailed a "connect to power" alarm was visual on the controller screen. The site instructed the patient to remain on battery power. The mpu was swapped without incidence. No further information was reported.

Manufacturer narrative:
Device evaluation: the reported event of ¿mpu is alarming and not holding connection¿ could not be confirmed. The mobile power unit was tested together with laboratory equipment and was found to function as intended. Preventative maintenance was performed, and the unit passed the service process procedure. The unit was returned to the customer site. Heartmate 3 patient handbook document # 10006136 rev a. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 mobile power unit document # 10006144 rev. A, describes all alarms (visual and audible) and what action should be performed when they do occur. The handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.